Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front response button was intermittent. The cause for the failure was corroded front response button contacts. The response button cover was missing. The root cause for the corroded contacts could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor had non-functional response buttons.